Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump was missing a small piece of the reservoir compartment due to being bumped. Customer also reported that the down arrow button of the keypad was unresponsive. Blood glucose level was 155 mg/dl at the time of the call. No further information was provided.